Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the lead, it was noted that the lead exhibited high pacing impedance and high capture threshold. The lead was repositioned during the procedure. Following the procedure, it was noted that the high capture threshold reoccurred. The lead was attempted to be repositioned and exhibited an unspecified helix rotation issue. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.